Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience v rx device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified mid de novo lesion in the left anterior descending artery that was 99% stenosed. Pre-dilatation was performed with 3 balloon dilatation catheters (1.2x6mm, 2x18mm, 2.5x12mm). A 3.0x23mm xience v stent delivery system (sds) was advanced but failed to cross due to the anatomy and it was then noted that the proximal shaft broke. The device was then simply removed. Then a 3.0x18mm xience v sds was advanced but failed to cross due to the anatomy and then it was noted the proximal shaft broke. The device was simply removed. Then a 3.0x18mm xience prime sds was advanced but failed to cross due to the anatomy. Finally, a 3.0x15mm xience xpedition sds was advanced but failed to cross due to the anatomy. All devices failed to cross the lesion. Medical management deemed to cease the procedure and no further intervention was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.